Manufacturer narrative:
(B)(4). Code 4581, e2402 selected as there is no code available for coordination difficulties. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced shaking, was not able to concentrate, did not have a good coordination, and according to the patient, he went into diabetic coma. The wife took a fingerstick and the cgm was reading 166 mg/dl and the blood glucose reading was 32 mg/dl. The patient was given glucagon baqsimi 3mg (nasal powder) by his wife. After the treatment his wife stayed by his side until he felt better and could speak again. It was reported that no healthcare facility was visited and at the time of the report, the patient was feeling good. At an unknown time during the event, a second set of readings were taken and the cgm was reading 166 mg/dl and the blood glucose reading was 52 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.